Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery. An attempt was made to post-dilate a previously deployed stent with this 3.5x12 mm nc voyager balloon; however, the balloon would not inflate under 12 atmospheres. The pressure was increased to 18 atm; however, the balloon would still not inflate. The balloon catheter was retracted from the patient and was tested for the inflation difficulties outside the patient and the balloon would still not inflate, no leaks were noted in the balloon or the shaft. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed the reported difficulty with inflation. While a search of the lot history record indicated no related non-conformance records for this specific lot, based on a chemical analysis and an expanded related record review and investigation, a product issue potentially related to the balloon inflation issue was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions have been put in place to prevent further recurrence of this issue.

Event description:
Subsequent to the previously filed medwatch, new information received: there was no difficulty or resistance noted during removal of the protective sheath.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.